Event description:
It was reported that during treatment of an acomm aneurysm, which had ruptured 8 days prior to treatment, the pt exhibited severe vasospasm. After two embolization coils were deployed to the hemorrhage site successfully, a third coil was advanced into the aneurysm. As the implant's third coil loop was advanced, the coil loop protruded into the pt artery. An attempt was made to correct the protrusion. However, the coil stretched. During this manipulation, the coil detached from the delivery pusher. The stretched coil remained in the carotid artery. An attempt was made to retrieve the coil by manipulation and with a retrieval device unsuccessfully. A solitaire stent was placed against the artery wall to hold the coil in place. The pt was reported to be anticoagulated. The pt was reported to have died while in ICU several days following treatment.

Manufacturer narrative:
Sample analysis: an eval of the actual complaint sample could not be performed as the device was reported to have been discarded. The root cause of this complaint can not be determined at this time. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.